Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the integrated electrosurgical unit (iesu) erbe and noted that it faulted with error c-34 each time it was powered on. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations confirmed and replicated the reported failure. The erbe was tested using system. On startup , unit displayed error c-34. Upon visual inspection there were no issues to be found related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34 and c-00. An intuitive surgical inc., (isi) technical support engineer (tse) guided customer by having them perform a power cycle on generator and on system. Customer further stated that they could sense burning smell hence, they swapped out to third party electrosurgical unit (esu). The system was functioning properly. The procedure was completed with no reported injury. An isi field service engineer (fse) to follow-up. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: it was unknown whether ports were placed prior to identifying the issue. Upon powering on the system, its functionality was checked, but it initially powered on with errors. The exact time of the da vinci-assisted procedure was unknown. No arcing was observed, and the origin of a burning smell was not confirmed. Furthermore, it was unclear if the field engineer (fe) detected any unpleasant odor upon arriving at the scene. Patient demographics were not provided.